Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. The customer stated pump did not recognize new batteries. Customer stated the battery cap was not missing, cracked or damaged. Customer stated the battery compartment or spring was neither damage nor corroded. No harm requiring medical intervention was reported. The insulin pump was returned back for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged failed battery alarm found on (B)(6) 2022. The insulin pump passed the displacement test, active current test, and sleep current test. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thump. The following power loss alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2022 at start time 10:35:00.000, replace battery alert [73] on (B)(6) 2022 at start time 20:06:00.000, replace battery now alarm [11] on (B)(6) 2022 at start time 20:37:00.000, battery failed alarm [58] on (B)(6) 2022 at start time 20:34:10.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. The insulin pump passed function testing. Failed battery alert not confirmed. No failed battery alarms during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.